Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter using strip lot 39739612 was 2.8 inr and the result from a laboratory using an unknown reagent was 1.98 inr. The repeat result from the meter was using new strip lot 40965214 was 2.7 inr. Strip lot 40965214 expiration date was 31-jan-2021. The therapeutic range was 2.5 to 3.5 inr.